Event description:
The rptr performed two back to back (rapid succession) blood glucose tests using fingersticks that were ten mins apart. Test results were 185 mg/dl and 135 mg/dl. The rptr stated she did not have any symptoms, and did not allege harm.